Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was in the 400 mg/dl range when she awoke. She stated that she gave herself a bolus, and her blood glucose rose to the mid 500 mg/dl range. She then treated with a manual injection and was unaware that the insulin was a month old. She went to get fresh insulin from the refrigerator, took another manual injection, and was able to lower her blood glucose to 400 mg/dl. She advised that her blood glucose dropped to 215 mg/dl. She discussed the issue with an educator and was advised that the insulin pump be replaced. She reported that the night prior, the insulin pump was stuck in the rewind complete/bolus delivery loop. She stated that she was trying to change the set, and the insulin pump kept going into a loop. She filled the tubing, drops came out, and when she pressed esc, the device went back to the "press act to fill" prompt. The customer was advised to replace the insulin pump.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.